Event description:
A customer in the us reported diagnostic cells outside the 22 fields of view (fov). Hologic's cytology applications specialist (cas) spoke with the customer about the 6 cases with possible diagnostic cells outside of the 22 fov. The cas told the customer she would like to schedule some time to blindly review those 6 potential misses. The customer asked if the cas could postpone a visit until after the new year. The customer felt there was no urgency for the cas to visit. The visit was tentatively scheduled for (B)(6). The customer rescheduled the appointment until (B)(6). Hologic will continue investigating this complaint and will submit a supplemental MDR to FDA when more information is available.

Manufacturer narrative:
On jan 22, 2016 hologic's cas reviewed the cases blindly. Once completed the cas reviewed the cases on the double head review scope with the customer ((B)(6)). They reviewed the fov's in all the cases together. The cas found enough in the fov's for the missed cases to warrant a full review. The supervisor ((B)(6)) agreed that these misses were due to CT failure rather than instrument failure. Therefore, this is not a reportable event as initially filed via 1222780-2016-00003.